Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: 12 fluoroscopic cine loops of the pre-implant balloon dilation and implant procedure were provided for review. In an image with 3-cusp or lao-view, a valve can be seen that is too high in the left coronary cusp (lcc) position. During the third implant attempt, the valve was apparently fully deployed, dislodged and migrated downwards into the left ventricle. With two snares, the valve was pulled into the descending aorta and a non-medtronic edwards s3 valve implanted. Although a pre-implant balloon dilation proves often very useful, the described lack of annulus calcium in this patient meant suboptimal anchoring and might have facilitated the valve migration and final dislodgement into the left ventricle. A different forward push on the catheter and guidewire-manipulation might have resulted in a different outcome. The valve showed no misload, no infolding could be observed. Prosthetic valve migration/embolization is listed in the device instructions for use (IFU) as one of the potential adverse events and repositioning precautions. Migration/valve dislodgement of the transcatheter aortic valve (tav) can be facilitated by a variety of factors, including but not limited to, implant depth, valve size selection, unfavorable anatomical configurations, an unresolved infold, implant technique or post-implant balloon dilation complications. The patient summary was not provided for anatomical review. Updated: b2, b5, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure with the evolut 29mm valve, computed tomography showed almost no calcification prior to the procedure. The patient met criteria for aortic stenosis, with a mean gradient of 39 mm hg, effective orifice area of 0.9 mm², and doppler velocity of 3.2 m/second. Fluoroscopic inspection confirmed good load of the valve. A pre-implant balloon dilatation was performed with a 20 mm non-medtronic (vacs iii) balloon. Two valve recaptures were required due to a supra-annular position on the left coronary cusp side. On the third deployment attempt, under rapid pacing at 200 beats per minute, the valve was placed at a 4 mm implant depth. After final release, the valve dislodged with every heartbeat into the left ventricle. An angiogram revealed severe aortic regurgitation. The physician decided to snare the valve out of the left ventricle, during which the valve dislodged further into the ascending aorta. The valve was subsequently pulled up into the descending aorta. An additional non-medtronic (edwards sapien 3 26mm) valve was implanted in the patient. Additional information was received that a medtronic (confida) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure with the evolut 29mm valve, computed tomography showed almost no calcification prior to the procedure. The patient met criteria for aortic stenosis, with a mean gradient of 39 mm hg, effective orifice area of 0.9 mm², and doppler velocity of 3.2 m/second. Fluoroscopic inspection confirmed good load of the valve. A pre-implant balloon dilatation was performed with a 20 mm non-medtronic (vacs iii) balloon. Two valve recaptures were required due to a supra-annular position on the left coronary cusp side. On the third deployment attempt, under rapid pacing at 200 beats per minute, the valve was placed at a 4 mm implant depth. After final release, the valve dislodged with every heartbeat into the left ventricle. An angiogram revealed severe aortic regurgitation. The physician decided to snare the valve out of the left ventricle, during which the valve dislodged further into the ascending aorta. The valve was subsequently pulled up into the descending aorta. An additional non-medtronic (edwards sapien 3 26mm) valve was implanted in the patient. Additional information was received that a medtronic (confida) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. Additional information was received that the severe regurgitation observed was paravalvular leak (pvl).

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure with the evolut 29mm valve, computed tomography showed almost no calcification prior to the procedure. The patient met criteria for aortic stenosis, with a mean gradient of 39 mm hg, effective orifice area of 0.9 mm², and doppler velocity of 3.2 m/second. Fluoroscopic inspection confirmed good load of the valve. A pre-implant balloon dilatation was performed with a 20 mm non-medtronic (vacs iii) balloon. Two valve recaptures were required due to a supra-annular position on the left coronary cusp side. On the third deployment attempt, under rapid pacing at 200 beats per minute, the valve was placed at a 4 mm implant depth. After final release, the valve dislodged with every heartbeat into the left ventricle. An angiogram revealed severe aortic regurgitation. The physician decided to snare the valve out of the left ventricle, during which the valve dislodged further into the ascending aorta. The valve was subsequently pulled up into the descending aorta. An additional non-medtronic valve was implanted in the patient.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.